Event description:
Patient reported left side "replacement due to relation with alcl, capsular contracture grade IV, indurated, very painful, calcification, axillary recurrence of ductal breast cancer, nodular lesion at the level of the right axilla, compatible with axillary recurrence of ductal breast ca, bilateral breast carcinoma with locoregional relapse, macrometastasis intradermal melanocytic nevus not device related, lymphadenopathy of solid consistency adjacent to the pectoralis major muscle measuring approximately 1.5cm, little mobile, great functional limitation for the mobilization of the ipsilateral arm that has conditioned several episodes of intercostal neuritis that do not improve definitively with conservative medical treatment. Device was explanted.

Manufacturer narrative:
Additional information: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture baker grade IV.